Event description:
Patient was set up for a bi-phasic injection. The first and second phase was set for 75ml at 2.0cc/sec. The injection site was the right antecubital vein. At 50cc of the first phase, they stopped the injection because swelling was noted at the injection site. The eda patch did not detect the extravasation. No scan of the arm was performed; however, the facility feels that all 50 cc's of contrast extravasated. The patient was treated with cold compresses and released home. A follow-up call was made the following day. The patient stated that the pain and swelling were subsiding.